Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag motor would vibrate intermittently when connected to the console. The motor was not connected to a patient at the time of the event. The customer returned the motor for evaluation. This event was previously not reported due to no patient involvement. Abbott made the decision on (B)(6) 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.